Manufacturer narrative:
On january 29, 2024, mentor received additional information regarding the patient's diagnosis. It was reported that the patient's left implant had become encapsulated. Code e2303 for capsular contracture (baker grade unknown) was added in section h6-health effect - clinical code to document this additional information. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 13, 2024, a re-evaluation for the device was completed. Re-evaluation summary: during visual evaluation no apparent damage or visual anomalies were observed on the smooth hpg, 400cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 15, 2024, mentor received additional information regarding the left replacement device and patient information. It was reported that the replacement device was a 400cc mentor memorygel breast implant (catalog number 3504004bc) with serial number (B)(6). The patient's ethnicity was updated to not hispanic/latino. The patient's race was updated to white. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: during the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Reason for device explant and/or reoperation: anisomastia. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent a breast augmentation revision with 400cc smooth mentor memorygel breast implants experienced postoperative right-sided grade IV capsular contracture and bilateral anisomastia with uneven nipples, undesirable implants, and hypertrophic scar. As a result, the patient underwent explantation and replacement with unspecified 400cc mentor gel breast implants, and scar revision, on (B)(6) 2020. This medwatch report is for the left-sided implant.